Event description:
This pt's port on the pt's lap-band was not working properly. The pt had gone to the visit to have the lap-band tightened (or have more saline injected through the port to the band). Arrangements were made to surgically remove the port and replace it with a properly working one. The pt had this procedure without any complications. The old fractured port was retrieved and sent to risk management. Follow up findings from the hosp reported as "the surgeon noted a leak at or rear the port".